Event description:
Upon removal of the double lumen uvc, the catheter broke, while gently pulling, at the 4cm mark. Catheter felt brittle. The remainder of the catheter was removed from the infant intact.